Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the premature battery depletion and the inability to commmunicate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Patient presented for follow up in the clinic. The device could not be interrogated using various programmers. The device was explanted and replaced.